Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. Quality engineering evaluated the battery oscillator device and the reported condition that the device stopped oscillating once it met resistance was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the saw head was cracked, the bearing was damaged, the seal was worn, and the gear was worn. It was further determined that the device failed pretest for saw blade coupling check. It was determined that the cause for the cracked oscillation saw head is a design related issue and is covered under a CAPA. The assignable root cause of the worn components was determined to be traced to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during a total knee surgery, it was observed that the battery oscillator device stopped oscillating once the resistance was met. There were no delays to the surgical procedure as spare device was used to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.